Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 71-year-old male patient whose purge system purge pressure transmitter was noted to be leaking fluid from the membrane filter during transport from (B)(6). The component was replaced. No detailed information was available regarding whether any alarms occurred while operating with the replacement unit. A request for corrective action regarding the defect was made. No additional information was provided.

Manufacturer narrative:
The following section has been changed: h6 med dev prob code changed from a141101 (decrease in pressure) to a050401 (fluid/blood) leak.